Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial number: (B)(6). At 20:13, the patient was tested with the meter, resulting in a glucose value of 505 mg/dl. At 20:34, the patient was tested with the meter, resulting in a glucose value of 328 mg/dl. At 20:37, the patient was tested with the meter, resulting in a glucose value of 198 mg/dl. The customer believed this value to be correct.

Manufacturer narrative:
Controls run daily on the meter passed. Controls were tested within 24 hours of the event. The customer performed linearity testing and a correlation study; these were acceptable. The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
Medwatch field h6 investigation conclusion code has been updated.